Manufacturer narrative:
Evaluation results: a visual inspection of the returned products shows one haptic is torn off and is stuck in the cartridge. There is no visible damage to the cartridge. There is clear surgical residue on the lens and cartridge. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
The reporter stated that the surgeon was advancing a three piece silicone lens model aq2010v in the cartridge and a haptic tore off and became stuck in the cartridge. There was no patient injury.